Manufacturer narrative:
Results: siderail latch assembly.

Event description:
It was reported by service report that the hr side rail latch is broken. It was further reported that the foot right caster has a flat spot on it. There was patient involvement, however no adverse consequences are reported.